Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance. The lead was turned off, reprogrammed to ddi mode, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.